Event description:
Customer reportedly received results of lo and 119 mg/dl within 10 minutes on the same device. No low blood glucose symptoms. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.